Event description:
It was reported that the patient's blood glucose level rose to 500 mg/dl while wearing the pod between 37 and 48 hours. The patient reported being unsure if the pod cannula was properly seated in the infusion site (abdomen). When removing the pod, the pod adhesive was difficult to remove. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.